Manufacturer narrative:
H11: through follow-up communication, livanova learned that the total blood loss volume was approximately 80 ml, and the blood bag administration was conducted due to the drop in patient hematocrit levels. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of an inspire 8f oxygenator fiber leakage. Subsequently, a reddish foam was released, with consequent blood loss. Bone wax was applied to involved area to minimize blood loss. The patient hematocrit dropped, and a transfusion of one unit of packed red blood cells was performed. Fio2 of 60% and gas flow were adjusted. Surgery was concluded without any further issue. The submission of blood was considered an additional medical intervention to preclude serious injury.